Manufacturer narrative:
(B)(4). Date of initial report : 04/05/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the device was used for some applications and then the surgeon reported that it became difficult to open the jaws. A new instrument of the same type was opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. The reported condition of the device jaws being difficult to open was confirmed. The jaws were closed and the latch was jammed when received. Inspection of the device found a staple lodged in the hinge of the jaws. The investigation identified the root cause of the reported event to be related to the user inadvertently grasping a staple in the jaws. The IFU states do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.